Manufacturer narrative:
Updated fields; b4, d9, e3, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that the cardiosave intra aortic balloon pump (iabp) touchscreen was unable to calibrate and repeatedly failed during the calibration process. Issue was found during pre use check and there was no patient involved. A getinge fse was dispatched to evaluate the issue, and the fse replaced the touchscreen lcd, and sent to fat department. After replacing the touchscreen lcd, the unit was tested according to factory specification and passed all test. The failure analysis and testing dept. Received the following part touchscreen lcd with a reported unit failure of touchscreen not functioning. The fat dept. Conducted a visual inspection of the part received and found that the part is in good condition.the fat department installed part lcd display serial number (B)(6) in the cardiosave test fixture serial number ca204340l1 andtested to factory specifications per cardiosave manual number revision r. The failure analysis and testing department was unable to verify the failure of touchscreen not functioning. Retaining the touchscreen in the fat department per procedure (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen was unable to calibrate and repeatedly failed during the calibration process. Issue was found during pre use check and there was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.